Event description:
It was reported that the 1.5mm threaded drill guide with depth gauge was not engaging into the locking compression plate (lcp). Another guide from the set was used and it had the same issue. There was a fifteen minute delay. The lcp was successfully implanted in the patient and the surgery was successfully completed. Patient outcome is reported as good. After sterile cleaning, the guides were tried on other plates and they would not engage. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the following anomaly is detected during DHR review at page 4 of 4 of DHR_323.034_3338683: parameter "35 + / - 0.1": three pieces should have been tested for a batch of thirty pieces, but only two pieces were tested. Compliance of the complained piece for this parameter and therefore relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product development investigation shows, the returned 1.5mm threaded drill guide with depth gauge (323.034) is used in surgeries involving 2.0mm lcp plates. In addition to two drill guides from lot 3338683, the complaint also stated that a 2.0mm 5 hole plate (247.345) was involved in the complaint, however the plate was not returned. The main function of the lcp drill sleeve 2.0 (323.034) is to pre-drill for the insertion of 2.0mm locking screws and ensure that holes are drilled at the proper angle to achieve locking, which is why the drill guide has a threaded tip and is screwed into the locking hole. The second function of 323.034 is to work in accordance with a calibrated drill bit to gauge the required screw length. The subject drill guide was manufactured on 18-jan-10 under drawing which was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The subject drill guide was received with its threaded tip damaged and rouging in the etched areas. The root cause of the damage is indeterminable, but considering its function it is possible that the tip was damaged due to incorrectly being threaded into a plate hole, which subsequently exposed the thin walled tip of the guide to unintended forces which caused the damage. Since the tip of the drill guide is thin it is also possible that the guide was damaged during handling which occurs with various sterilization cycles. The 2.0mm lcp locking screws require a specific angle of insertion, necessitating the usage of the subject threaded drill guide. Based on the lcp locking screw pre-drilling and insertion methods described in 2.0mm lcp plating technique guides, it can be projected that 2.0mm lcp locking screw sales represent the relevant usage rate for 1.5mm threaded drill guides with depth gauges (323.034). The design and clinical risk management (dcrm) document for the ¿screw insertion/extraction process¿ lists the hazard of ¿guide/sleeve cannot fit into plate hole¿ and the cause of ¿drill guide/sleeve is damaged¿. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.